Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed the reported failure to deploy the stent due to the breakage of a force transmitting component. The condition of the returned device indicates the presence of high release force. Increased friction is considered the reason for the increased release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be anatomy-related as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. In this case, no procedural or anatomical details were provided. The event also may be use-related as rough handling of the device can cause deformation and subsequent friction increase. Based on the information available, a definite root cause could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details.

Event description:
It was reported that the vascular stent could not be deployed during the stent placement procedure. There was no reported patient injury.